Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. During the night, the patient was asleep. She was sweaty and convulsing and the sensor reportedly fell off some time during the event. The patient's husband tried to help her but she was unconscious and not responding. Her husband did a fingerstick which was 19 mg/dl. He tried to put sugary water in her jaw and after an hour of doing so, the patient regained consciousness. Her husband then gave her chocolate water. The patient felt better and did not need to the hospital. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.